Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3003853072-2019-00117 to 3003853072-2019-00122.

Event description:
It was reported that during the procedure the threads of five blockers were damaged and two drivers were fractured. The blockers were replaced with alternates to complete the case and a third spare driver was used. There were no reported patient impacts or surgical delays. This is report four of seven.

Event description:
It was reported that during the procedure the threads of five blockers were damaged and two drivers were fractured. The blockers were replaced with alternates to complete the case and a third spare driver was used. There were no reported patient impacts or surgical delays. This is report four of seven.

Manufacturer narrative:
The returned blocker was evaluated. Visual inspection revealed the outer threads are damaged on all five returned blockers. The complaint is confirmed. A review of the manufacturing records did not identify any issues which would have contributed with this event. The damage is consistent with cross-threading the blockers into the mating pedicle screws during attempted installation.